Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old male patient, a spark was seen from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2019-00030 for a similar event reported from the same customer.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section d4.evaluation summary:zoll medical corporation did not receive the electrode pads. Communication with the customer indicated patient prep was not performed. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The IFU states poor adherence and/or air under the electrode can lead to possibility of arcing and skin burns.no trend is associated with reports of this type. Please refer to the attached user medwatch report that zoll medical has received. - attachment: [706652usermedwatch.pdf]